Manufacturer narrative:
Date received by manufacturer: 13sep2019. Date of report: 25sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that extended self testing (est) was performed and the unit passed successfully. The customer was unable to duplicate the failure. The remote technician advised the customer to check all the connections to the power supply. The customer later called back and requested part information for the central processing unit (cpu) board. The remote technician recommended that the customer attempt to duplicate the blower stall issue and to check the voltage at the blower motor controller across the red and black wires. The customer reported the blower powered on each time the unit was started. The display flashed when powered on but still remained blank with a small white hot spot in the corner. The customer replaced the video graphics array (vga) board; however, this did not correct the display issue. The remote technician advised the customer to swap the graphic user interface (gui) assembly and the cpu for further troubleshooting. The manufacturer's field service engineer (fse) performed onsite troubleshooting and confirmed the reported issue. The blower powered on but there was no display. Attempts to adjust the contrast were unsuccessful. The fse replaced the graphic user interface and video graphics array board; however, the issue persisted. The fse replaced the main printed circuit board assembly and the issue was resolved. The screen powered on, and the unit passed est successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared a crossover circuit fault, the blower stalls intermittently and the unit started up to a black screen remaining unresponsive. There was no patient involvement.

Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower and gas delivery system and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
It was reported that the unit declared a crossover circuit fault, the blower stalls intermittently and the unit started up to a black screen remaining unresponsive. There was no patient involvement.